Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. The pump suspend feature functions properly during testing. No pump suspend delivery anomaly noted. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that after multiple tests by the doctors, the doctors concluded that the pump was not working properly. The customer complained that the suspend feature on the pump was not working properly. Troubleshooting was not completed but the pump passed a self test. The insulin pump will be returned for analysis.